Manufacturer narrative:
B5: additional information: reportedly the lens was repositioned again and the patient is "fine for now." Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.0/+6.0/084 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2021. The surgeon reports lens rotation and refractive surprise. Reportedly an additional suture was added and on (B)(6) 2021 the lens was repositioned which did not resolve the problem. The cause of the event is reported as unknown.